Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient's pump was empty for 6 days. It was reported that when the pump was refilled the healthcare provider (hcp) dropped the dosage from 550 to 300 because they were afraid the patient would overdose. The caller stated that about an hour post refill she started to experience withdrawal and was sick for about 13 hours. The caller was redirected to the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 550mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was in the hospital due to a reason unrelated to the pump. While they were in the hospital they missed a refill. The patient reported they set up another appointment for a refill on "the (B)(6), but the personal therapy manager shows it will run out on the (B)(6)." The patient reported they can get 8 boluses a day, but had not been using them to try and conserve medication. The patient had not heard their pump alarm. A pump tech helped the patient retrieve a 8254 code which indicated that the pump had already hit low reservoir. The ptm showed the refill date was (B)(6) 2018. The patient reported that they did not hear any alarms. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that her pump had run out of medicine and a hcp had to come to her home to refill it. No further complications were reported.